Event description:
It was reported that a versacross connect was selected for use during a watchman procedure. No heparin was given to the patient prior to the procedure. A transseptal puncture was completed, a non-boston scientific pigtail catheter (cook) was advanced on the versacross rf wire and the versacross rf wire was removed. Then, a full dose of heparin was given to the patient, and at the same time a thrombus was noticed on the non-boston scientific pigtail catheter. Therefore, the physician chose to remove the non-boston scientific pigtail catheter, flush/clean it, re-inserted it, the fxd curve sheath was aspirated, procedure continued and then was completed. Only one radio frequency was applied in the procedure. No difficulties with completing the transseptal were reported. The generator rf setting was at 1:1. It was also reported that it was the first time that the physician using versa cross connect, and his protocol was to give heparin after transseptal. It seems that the physician did not believe that the versacross devices had contributed to the clot exactly, however the speed at which it got him transeptal without the need to exchange sheaths and give heparin time to work was what caused it. There had been no act drawn or heparin given prior to the procedure. No issues with the versacross devices were reported. The devices are not expected to be returned for analysis (disposed). The imagining used was transesophageal echocardiogram (tee).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.